Event description:
It was reported via (B)(6) that a patient died of a stroke after having a watchman device put in. Boston scientific has attempted to obtain additional information but none has been provided at this time.